Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was broken intraoperatively. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the physical damage was at the distal end. There were no missing pieces nor any portion of the instrument broke off.